Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received

Event description:
A customer reported that the c6362, spectrum ii suture hook, 60° right device was used in an unnamed procedure on (B)(6) 2025, and "sterilized spectrum hook 2 times and not yet used; the hook tip has broken in the patient¿s shoulder; we recovered the tip; new equipment that should not be broken at the first use¿. The procedure was completed, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Correction: lot number has been changed to serial number in block d4 neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. If the device is returned, at a later date, the investigation may be updated and reanalyzed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do no use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A customer reported that the c6362, spectrum ii suture hook, 60° right device was used in an unnamed procedure on (B)(6) 2025, and "sterilized spectrum hook 2 times and not yet used; the hook tip has broken in the patient¿s shoulder; we recovered the tip; new equipment that should not be broken at the first use". The procedure was completed, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the c6362, spectrum ii suture hook, 60° right device was used in an unnamed procedure on (B)(6) 2025, and "sterilized spectrum hook 2 times and not yet used; the hook tip has broken in the patient¿s shoulder; we recovered the tip; new equipment that should not be broken at the first use¿. The procedure was completed, and there was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Update: the evaluation of returned used device c6362 found the hook broken off and detached from shaft. Root cause cannot be determined, however, based upon evaluation of the device and IFU, etc.; a possible cause of this event could be the instrument was exposed lateral stresses. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 11 reports, regarding 11 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do no use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. We will continue to monitor per regulatory requirements to help ensure patient safety.